Manufacturer narrative:
Investigation summary: it was reported that syringes are damaged and have black and white dots on them. To aid in the investigation, ten samples and three photos were received for evaluation by our quality team. The samples came in bulk and a visual inspection was performed. Eight samples have embedded degraded resin. Two samples have the plunger rod thumb press damaged. The three photos provided show syringes with embedded degraded resin or damage. The embedded degraded resin in the component typically occurs at the startup / restarts of the injection molding process. For the damaged parts defect, it is likely that a jam occurred during the assembly process resulting in the damage to the syringes. Frequency of inspections has been increased to mitigate the escape of these defects. Additional further action has not been determined necessary at this time. Based on the investigation with the analysis of samples and photos returned the symptoms reported by the customer are confirmed. A device history record review was completed for provided material number 301035, lot number 0274514. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defects. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 385 bd¿ luer-lok syringes had black/white dots of foreign matter on them, and 220 syringes had damaged barrels/flanges and/or plunger rods. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "part number: 301035, lot number: 0274514, black/white dots: (B)(4) pieces, damaged: (B)(4) pieces, total: (B)(4) pieces."